Event description:
On 11/16/07, nellcor received a report where it was claimed that the flange of the device broke off during use on a patient. The caller stated that the patient is "mentally retarded" and pulled out the trach. The caller reported that the outer cannula remained in the trachea of the patient and that the flange was found on the floor near the patient's bed. The caller reported that this patient has a habit of pulling out his trach. The caller reported that there was a second occurrence on the same patient. Replacement of the tube was required.